Manufacturer narrative:
(B)(4). Date sent: 7/21/2023. D4 batch #: w7021h. This is an analysis of an image submitted for evaluation. Image: the image provided by the customer shows a packaging blister broken. A possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Based on the photo, the reported event was confirmed. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned outside its original packaging and the tyvek was returned with a piece of the blister attached in a corner. Due to the device packaging returned opened, we are unable to investigate further the reported "packaging ease of opening". As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w7021h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy it was not possible to open the package. No patient harm as no patient involved.